Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the lancet with the one touch ultrasoft lancing device would not fully penetrate the skin. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 3:00 pm, the patient noted the reported lancing device's lancet would not fully penetrate her skin; she was unable to obtain a blood glucose reading. Three hours afterwards, the patient experienced the symptoms of shaking, sweating and slurred speech. The patient consumed more food and/or drink; she did not seek any medical attention or treatment. The patient manages her diabetes with victoza (liraglutide), novolog insulin and lantus insulin. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to obtain a blood sample for glucose testing due to the lancing device issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.serial number: not provided.lot number: not provided.